Event description:
A consumer located in (B)(6) reported that while using the scholl freeze wart remover, the product caught fire. The consumer stated that they followed the directions. There were no ignition sources near nor were they smoking. The product caught fire and burned the consumers carpet. The consumer was not harmed.